Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the instrument channel. In addition, evaluation found the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive of the bending section cover was chipped and cracked, the control unit had corrosion due to water leakage, the ultrasonic transducer had corrosion, the connecting tube was scratched, the label on the scope connector was peeled, the objective lens was scratched, and the acoustic lens was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera ultrasound gastrovideoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was insufficient adhesive in the screw holes of the distal end and the acoustic lens was chipped. The report is being submitted due to the insufficient adhesive and chipped lens found during evaluation.

Event description:
Additional information received from the customer reported the air/water leakages were found during a diagnostic fistuloplasty procedure. The patient was under sedation and it was unknown if the procedure was delayed. The procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and the scope was previously repaired in june 2022. Although the defects found during evaluation were confirmed, a definitive root cause of there being insufficient adhesive and the acoustic lens being chipped could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.